Event description:
The customer reported that "the balloon pump was taken to coronary care in preparation for use on a pt. The user had switched on the pump and connected the pt leads and balloon. When the user pressed the assist/standby button to fill and start pumping the pump went into shutdown with a high pitch tone and the message "electrical test fail code 53 (shuttle transducer offset failure)." The pump was switched off and changed out for another pump to continue pt treatment." Incident occurred prior to use on a pt. The unit was replaced with another iabp. No pt injury was reported.

Manufacturer narrative:
The company service representative evaluated the unit and found error code 65 (vent valve failure) and electrical test fail code 53 (shuttle transducer offset failure). Both were noted in the logs. The company service representative replaced the drive manifold (p/n 0104-00-0018) and performed full calibration, functional tests and safety checks to factory specifications. Unit was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).